Event description:
The customer stated that sample (B)(6) generated (B)(6) architect hiv ag/ab results of (B)(6)with lot 15746li00 on the architect i1000 analyzer. The sample generated (B)(6) when tested with reagent lot 18854li00 on the architect i2000 analyzer. This patient had previously tested architect hiv ag/ab (B)(6). The (B)(6) 2012 sample was found to be (B)(6) by another eia at the (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
A retained kit of architect hiv ag/ab combo reagent, list number 4j27-27, lot number 15746li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels 1, 2 and (B)(6) go were tested in three replicates and the results were within the specifications. In addition reagent kit, lot number 15746li00, was tested with two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) to assess the clinical sensitivity of the current assay. The obtained results were compared with data from the manufacturer (zeptometrix) for these seroconversion panels on the architect hiv ag/ab combo assay. For seroconversion panels 9013 and 9016 the reagent lot 15746li00 detected the same bleeds as reactive as the data from the manufacturer. All generated data demonstrates that the performance of the architect hiv ag/ab combo reagent, list number 4j27-27, lot number 15746li00, is not compromised. Customer complaint data was reviewed and no adverse trends were identified. A review of the manufacturing records did not identify any issues relating to the customer observation. The architect hiv ag/ab combo reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency/malfunction.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.